Manufacturer narrative:
Updated fields:,e1(initial reporter, site country), h6(type of investigation). Corrected field: d4 (version or model #). Additional information:e1(event site state-(B)(6), event site postal code-(B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) had an electrical test code 53 failure on start up. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) confirmed main board faulty. The fse problem suspected with front end pcb & both the pressure transducers, need to check with the working one to confrm the same. Further investigation can be done once suspected spare parts are confrmed. The customer declined the repair.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the logs and found electrical test fail code 52. The fse checked the off set value of the pressure transducer which was showing out of range. The fse also observed white deposit on the components of the front end pcb, giving the impression of fluid running down can be seen. The fse reconnected all connections on the front end pcb, cleaned both pressure transducers, turned the iabp on and the error appeared. Further investigation can be done once suspected spare parts are confirmed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an electrical test code 53 failure on start-up. There was no patient involvement, and no adverse event reported.